Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by a trauma intensive care unit (ticu) physician assistant (pa) that there was an issue with the safe-t-centesis drainage tray. The pa stated that when the needle was inserted, no ascitic fluid comes out through the catheter system; however, once the catheter system was removed from the needle, ascitic fluid was observed to flow.